Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was unable to fire, wherein after the green safety button was pressed, the blinking green light on the status indicator was checked and pushed the blue button to fire staples, but it did not work at all. The ¿I-beam¿ got stuck at the first phase of advancing, as soon as it advanced. Also, the device locked on tissue and was removed by pushing the silver button to retract the ¿I-beam blade¿. No reported patient outcome.

Manufacturer narrative:
Investigation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.